Event description:
This device was implanted on (B)(6) 2014 and was explanted on (B)(6) 2018 due to issues of shock not delivered when required. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).